Event description:
It was reported that during the stent procedure, upon insertion of the stent delivery system (sds), it was observed that the tip came off and then the device was removed from the patient. Reportedly, there was no patient injury.